Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. A definitive root cause cannot be determined.

Event description:
Attempts have been made and no further information has been provided.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 months post implantation due to a protruding and migrated lactosorb product that was causing swelling and redness. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D6: unknown date in may 2025. D10: lacto 1.5 2x2 square plate cat#915-2426 lot#280480. Lacto 1.5 2x2 square plate cat#915-2426 lot#65988363. Lacto 1.5 2x2 square plate cat#915-2426 lot#65988363. Lacto scr 1.5x4mm 1.5 sys 2pk cat# 915-2315 lot# 66204803. Lacto scr 1.5x4mm 1.5 sys 2pk cat# 915-2315 lot# 66303545. Lacto scr 1.5x4mm 1.5 sys 2pk cat# 915-2315 lot# 66239019. Lacto scr 1.5x4mm 1.5 sys 1pk cat# 915-2315-ea lot# 66619072. Lacto scr 1.5x4mm 1.5 sys 1pk cat# 915-2315-ea lot# 66619072. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.